Event description:
Additional information received indicates that the infection was at the ipg site. No further intervention is planned other than to monitor the patient.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the patient's infection had resolved.

Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Event description:
It was reported that the patient had their system explanted due to an infection.